Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14344506/14293192.

Event description:
It was reported that the patients ipg was defective. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.